Event description:
Per medwatch_uf_importer report no. (B)(4)- fischer cone biopsy used during procedure broke and another one was opened and that also broke during the case. The wires breaks, this is the third time. Fischer cone biop ex med 900-151. (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Per medwatch_uf_importer report no. (B)(4) fischer cone biopsy used during procedure brokeand another one was opened and that also broke during the case. The wires breaks, this is the third time. 1216677-2022-00092 fischer cone biop ex med 900-151 e-complaint-(B)(4)

Manufacturer narrative:
Investigation x-no sample returned, x-review DHR. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/19/2020 under wo # (B)(4) and shipped on 01/25/2021. Manufacturing record review: DHR-290748 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-15006-01 lot number mo080720-02 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation / functional evaluation:: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: there was no product returned for evaluation. If further information becomes available at a later date this investigation will be amended accordingly. Definitive root cause is indeterminable. However, previous testing performed in march 2019 attempting to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended. Correction and/or corrective action / preventative action activity. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.